Event description:
It was reported that the procedure was to treat a superficial femoral artery. Pre-dilatation was performed with an unspecified balloon that was inflated twice for 30 seconds. The supera was then advanced to the lesion and once deployment was initiated it was noted that the stent implant failed to deploy but it appeared a portion deployed within the sheath. It was decided to remove the device. During removal of the supera, resistance was met with the introducer sheath and the nose cone (tip) separated within the sheath. All devices (supera stent and delivery system, nose cone, and introducer sheath) were removed altogether as a single unit. A new sheath and supera were used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no other complaints reported from this lot. Based on the information provided, a definitive cause for the difficulties could not be determined. It may be possible that the distal end of the introducer sheath was too close to the stent during deployment causing the stent to partially deploy within the sheath. Additionally, the difficulty removing, and tip detachment may have occurred as the partially deployed stent was being withdrawn into the introducer sheath causing the tip to separate due to the reduced clearance. However, this could not be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.